Event description:
When customer was changing their infusion set, they had to use three reservoirs before the pump will stop showing on display low reservoir message. The customer was not certain if excessive insulin was exiting during the manual prime. During the call the customer was hospitalized for high bgs. Bgs started to stabilize. Additionally, it was indicated that the customer was bolusing with the pump and giving manual injections. Bgs were not coming down. The customer changed the set. The cause of high bgs were unknown and bgs did not come down until they were placed on IV drip.